Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on a low anterior resection, the handle was unable to be squeezed. It was stated that incision site was extended by less than 3 cm. The procedure was completed with another device. There was no patient injury.